Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Unknown axsos plate df. Device will not be returned.

Event description:
On (B)(6) 2015, the patient had a axsos plate df implanted for a distal femoral fracture. After surgery, the surgeon found that the plate was broken. The patient was walking for rehabilitation. The patient was revised on (B)(6) 2015. The surgeon requested the x-ray review of the consulting doctor.

Manufacturer narrative:
The reported event that the distal lateral femur plate axsos 3 ti for left femur 12 hole / l274mm was allegedly broken after surgery could be confirmed, since the returned device matched the reported failure. Based on investigation, the root cause was attributed to a user related issue. The failure was probably caused by overloading of the plate due to early weight bearing. The visual inspection revealed that the plate presents a fractured surface consistent with a fatigue fracture. This happens when there is a constant load applied in the device for a long time. Additionally, the clinical evaluation goes in line with the device inspection and concluded that the plate broke due to overloading in an unstable fracture constellation. All of the evidences found in this case point to a fracture that was not sufficiently healed for the weight bearing which was subjected to. Since the bone was not prepared to support such forces, they were all transmitted to the plate, which, ultimately, lead to its breakage. Care must be taken in informing the patient that the implant is only intended for temporary use and it does not replicate healthy human bone. Post operative weight bearing of the patient should be monitored in order to avoid such events. Note, as stated in the IFU: ¿post-operative: post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason postoperative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation. The implant is a short term implant. In the event of a delay in bone consolidation, or if such consolidation does not take place, or if explanation is not carried out, complications may occur, for example fracture or loosening of the implant or instability of the implant system. Regular postoperative examinations (e.g. X-ray checks) are advisable. Adverse effects: in many instances, adverse results may be clinically related rather than device related. The following are the most frequent adverse effects involving the use of internal fracture fixation devices: these devices can break when subjected to the increased loading associated with delayed unions and/or nonunion. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patients¿ activity level will dictate the longevity of the device.¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2015, the patient had a axsos plate df implanted for a distal femoral fracture. After surgery, the surgeon found that the plate was broken. The patient was walking for rehabilitation. The patient was revised on (B)(6) 2015. The surgeon requested the x-ray review of the consulting doctor.